Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was implanted with the tip of the filter approximately just below the l1 to l2 interspace for patient due to morbidly obese, risk for deep vein thrombosis, and planned bariatric surgery. There was good expansion of the filter with minimal angulation. Approximately three years and eleven months post filter deployment, computed tomography (CT) revealed the superior tip of the filter was located just below the level of the renal veins. A few of the limbs of the filter projected minimally beyond the inferior vena cava wall by 1 to 2 mm and one of the limbs abutted the calcified atherosclerotic aorta. Therefore, the investigation is confirmed for positioning issue and perforation of inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.